Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedance exceeding 3,000 ohms, which triggered an automatic switch from bipolar to unipolar mode. On the same day, a signal artifact monitor (sam) event was recorded, indicating noise on the atrial electrogram (egm) accompanied by a switch in the minute ventilation (mv) sensor vector. The presenting egm displayed a normal sinus rhythm, with 0% atrial or ventricular paced. Furthermore, the device logged an episode of atrial tachycardia response (atr), suggesting farfield r-wave oversensing and isolated oversensing of noise. Technical service (ts) has recommended further review of these findings. Currently, this lead remains in service, and no adverse patient effects were reported.